Manufacturer narrative:
(B)(4).

Event description:
It was reported that interrogation of generators could not be completed when using the tablet with its accompanying usb cable. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution. The suspect usb cable was received by the manufacturer. Analysis of the device is underway, but it has not been completed to date.

Event description:
An analysis was performed on the returned usb to db9 cable and the reported allegation was not verified. No anomalies associated with the serial cable performance were noted during testing. The serial cable performed according to functional specifications. Confirmation was received from the site that their motion tablet is currently working fine with the replacement usb cable sent.